Event description:
Caller reported a cgm error, specifically error 42, related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, and the caller was guided through the process. After the reset, the error did not reappear, and the caller successfully started a new sensor session.